Event description:
It was reported that the left ventricular tip to coil vector increased to over 5 v and the other two vectors did not capture at 7.5 v. The left ventricular lead was dislodged. Lead revision is scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.